Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the suture was decolorized (white). The suture is broken and no other anomalies or damages were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 01jul2016. Same case as MDR: 2134265-2016-04334. It was reported that the suture was noted to be clear or yellow. The target lesion was located in the abdomen. A flexima¿ apdl was selected for a computer tomography guided drain. During unpacking, the flexima¿ apdl was used an it was noted that the suture was clear or yellow instead of black and it snapped when the pigtail was pulled out. This device was prepared; however, the color of the suture was same as the first. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a broken suture.